Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of above 500 mg/dl. Manual insulin injections were administered to address elevated bg level. Customer continued to use current pump for insulin therapy.